Event description:
A malfunction alarm, identified with malfunction code 12, was reported, but it did not adversely impact the customer's blood glucose level. Customer service provided guidance on resetting the pump, as the customer had not reported or reset it within the previous 24 hours. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to notify if the issue arises again. No additional information was received regarding the outcome of the event.